Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did no cut" during surgery. The instrument was returned in good physical condition. The returned cartridge exhibited signs of being fired twice. The instrument was cycled, fired, cut, and formed the staples within design spec. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: if a spent cartridge is attempted ot be fire a second time, the instrument will lock out and prevent the firing. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during a laparoscopic splenectomy on an unknown date the tsw35 did not cut through the tissue. There was no consequence to the pt.